Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported hospitalization in intensive care unit due to high blood glucose and dka. Customer stated that the blood glucose reading was 610 mg/dl at the time of hospitalization. Customer stated that her insulin pump was not working correctly it was not delivering any insulin. Nothing further was reported.